Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), there were difficulty shuttling down and returning the shuttle. There was no reported patient injury. Hemostasis was achieved with manual pressure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, scar tissue, pvd or calcium in the vicinity of the puncture site. A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. When it was the time to shuttle down a 6/7f mynxgrip, the green shuttle would not detach from the black handle despite several attempts made still the physician were able to shuttle down. When the physician retracted the 7f competitor's sheath, there was also difficulty in getting the shuttle locked back to handle. After a 30 second tamp and hold and 90 seconds of swell time, the physician let down the balloon and could not remove the device through the advancer tube. The device was removed as a unit. Pressure was held approximately 3 min. And hemostasis was achieved. After the procedure, the device was examined and noticed that the connection between the shuttle and black handle seemed to be abnormally snug. The device was prepped according to the instruction for use (IFU) and inserted into the sheath. The user is still in training with mynxgrip vcd. No other information was provided. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was not attached to the device. The sealant, advancer tube and procedural sheath were not returned with the device. Per functional analysis, a simulated deployment test was performed on the returned device. Unusual force was needed to detach the shuttle handle from the black handle, but once the shuttle handle was detached from the black handle, the shuttle was able to be advanced without issue. Unusual force was also experienced when re-engaging the shuttle handle back to the black handle. Per microscopic analysis, visual inspection under high magnification of the inside of a lab sample shuttle cartridge and the returned device shuttle cartridge revealed that the proximal detent and cartridge hub shell of the returned device was improperly assembled, which caused the difficulty to detach and to engage the shuttle cartridge from and to the black handle during the device failure investigation. A product history record (phr) review of lot f2119702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement and engagement issue¿ was confirmed during analysis of the returned device. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process, as such this event has been escalated via the risk management process and an investigation has been opened to address the issue.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), there were difficulty shuttling down and returning the shuttle. There was no reported patient injury. Hemostasis was achieved with manual pressure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, scar tissue, pvd or calcium in the vicinity of the puncture site. A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. When it was the time to shuttle down a 6/7f mynxgrip, the green shuttle would not detach from the black handle despite several attempts made still the physician were able to shuttle down. When the physician retracted the 7f competitor's sheath, there was also difficulty in getting the shuttle locked back to handle. After a 30 second tamp and hold and 90 seconds of swell time, the physician let down the balloon and could not remove the device through the advancer tube. The device was removed as a unit. Pressure was held approximately 3 min. And hemostasis was achieved. After the procedure, the device was examined and noticed that the connection between the shuttle and black handle seemed to be abnormally snug. The device was prepped according to the instruction for use (IFU) and inserted into the sheath. The user is still in training with mynxgrip vcd. The device will be returned for evaluation. No other information was provided.